Event description:
A customer reported the lock mechanism of their epiq cvxi ultrasound system¿s control panel is broken. The issue was discovered while trying to move the unit within the user facility and it swiveled out. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer repaired the system by positioning the bearing back into position , allowing the solenoid to lock into position and the system has been returned to use. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the latching mechanism of the articulating arm which prevented the locking solenoid from fully engaging.